Event description:
Chamber b of the triple pump was being used to infuse tpn. The triple pump chamber b failed without warning, causing the tpn to stop. No other pump was available for back-up. The nurse then stopped the cvp fluids from chamber a, placed the tpn tubing into chamber a to run at tpn rate, and located another pump to run the cvp fluids.